Event description:
Note: date of the event and procedure date are unknown. This report pertains to the one of two events that occurred during the same procedure. Refer to associated manufacturer report#: 3005099803-2009-01059. It was reported to boston scientific corporation that a leveen needle and rf 3000 radiofrequency generator were used during a radio frequency ablation (rfa) procedure. According to the complainant, a patient underwent an rf ablation procedure. It was reported that the patient was treated with a 4 cm fra needle, and the tines were at least 2.5 cm away from the ureter. The procedure was completed with the rfa needle. A significantly larger burn area was noted on computed tomography (CT) during the patient's routine follow-up. It was indicated the patient's missed his interval follow up, and lost his left kidney due to a ureteric stricture. Further information clarified that the stricture was not linked directly to the ablation procedure since 1cm away from the electrical source (i.e.: the tines), the temperature drops to such a level that no damages could be caused to the organ or vessel. Attempted follow-up regarding the circumstances surrounding this event have been unsuccessful to date. Should additional details become available, a supplement will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.